Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The complaint sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pta balloon would not deflate after it was pressurized to 16 atm. Reportedly, after the first inflation was performed, the physician attempted to deflate the balloon, however, it would not deflate. The physician then inflated the pta balloon to 40 atm in an attempt to rupture the balloon, however, the balloon would not rupture. After the pta balloon was inflated to 40atm, the physician was able to completely deflate the balloon and remove it from the pt without disturbing the introducer sheath. No pt injury.